Event description:
It was reported by the customer that a bd pyxis medstation es had a drawer was not completely opened. The customer stated that the malfunction occurred while user tried to issue medication to a patient an there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer had bad rail on the right side. A field service engineer replaced the bad rail, inserted back into system and booted up to resolve. The system functioned as intended after the field service engineer repaired the device.